Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. No kinks or damage were visible along the entire length of the device. A visual and microscopic examination was performed on the returned device. A visual examination of the device found that the balloon had been inflated and the stent of the device had been deployed. The deployed stent was not returned for analysis. No tears or holes were present in the balloon. As part of the functional testing the device was attached to an encore inflation unit and during an attempt to inflate the balloon to its rated burst pressure, a pressure drop was identified prior to reaching the rated burst pressure. Liquid was noted to be exiting from the guidewire port of the hub. The investigator clamped the shaft of the device in increments, beginning at the balloon and working towards the hub, in an attempt to identify the location of the breach between the inflation lumen and the guidewire lumen. No lumen breach was identified in the shaft section. The shaft was clamped at the distal edge of the hub and liquid continued to exit the guidewire port.

Event description:
Reportable based on device analysis completed on 28-feb-2019. An 8.0x20x75cm express ld iliac/biliary stent was received with no reported issues. However, returned device analysis revealed a displaced stent.